Manufacturer narrative:
(B)(4).

Event description:
Case to remove three cardiac leads due to a cied system/pocket infection. A spectranetics glidelight laser sheath was used for extraction. During the case a perforation to the svc occurred. The injury was repaired and the patient survived the intervention.